Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Analysis of device image showed that device was programmed to high settings which affected the device longevity. Further analysis did not find any anomaly and battery was in normal range of operation. Longevity assessment was performed, and device had appropriate longevity remaining

Event description:
During an in-clinic follow-up, a drop in battery longevity was observed. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.